Manufacturer narrative:
Patient (B)(6). Date of postoperative device breakage is unknown; however, the breakage was confirmed via x-ray image taken on (B)(6) 2015. Additional product codes for this report include hwc and ktt. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(4) - manufacturing date: march 15, 2013. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a revision procedure on (B)(6) 2015 due to the post-operative breakage of a 4.5mm titanium narrow locking compression plate (lcp). The lcp reportedly broke at an unoccupied screw hole, as confirmed via x-ray imaging taken on (B)(6) 2015. This plate was implanted during a revision procedure on (B)(6) 2015 as a replacement for the original plate, which had also broken. Additional information regarding the patient's post-operative status is unknown. This report will address the events associated with the revision procedure on (B)(6) 2015 only. The original device's breakage will be captured in and reported under (B)(4). This report is 1 of 1 for (B)(4).